Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I stat high sensitivity troponin I result for one male patient. The customer provided sid(B)(6) initial = 55.3 ng/l, repeats = 18.0 ng/l, 18.7ng/l (male average: 34.2 ng/l). There was no reported impact to patient management.

Manufacturer narrative:
The evaluation of the customer¿s issue included the analyzer evaluation and service history review, labeling review, analyzer service history review and trending review. The valve, bypass, dispense manifold pn# a-30104239-02 was replaced with the field service evaluation of the analyzer and identified as likely cause of this customer¿s issue. There have been no further occurrences of discrepant troponin results after this replacement. Labeling review concludes that the issue is adequately addressed. The alinity ci-series operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and troubleshooting of probable causes and corrective actions for erratic sample results. A review of the analyzer service history identified no contributing factors to the current complaint. Trending review determined no trend of this issue for this product. Based on all available information no systemic issue or product deficiency was identified.